Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160, model: sc-4316, serial: n/a, batch: 28303966.

Event description:
It was reported that the patient lost a lot of blood during the implant procedure. The physician then opted to abort the procedure.